Event description:
It was reported that a home patient (hp) performing the therapy on the homechoice (hc) had a damaged patient line, during dwell 1 of 5. The hp stated that the caregiver (cg) noticed that there was a small hole in the patient line. The technical service representative (tsr) assisted the hp and cg to end the therapy and instructed to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and a batch review was not performed since no lot number was provided. Therefore, the problem could not be confirmed and a cause was not determined.